Event description:
The pt fell to the floor unconscious. Paramedics were called and they regained consciousness prior to their arrival. Before pt was placed in the ambulance a glucose test was performed on the suspect device and the result was 200+ mg/dl. Paramedics used their own meter and the level was 34 and 36 mg/dl. Pt ate an orange before the emts arrived. Pt was also treated with a glucose IV and admitted to the hospital for hypoglycemia and a heart condition. Controls were run on the system prior to the event and the controls were reported as being range. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.